Event description:
No pump was returned to fresenius kabi for evaluation. The reported "faulty pneumatic system" was resolved by the (B)(6) depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: biomed reported: not used due to error message, received at depot, confirmed pump problem error wait for log review, needs new pneumatics, replaced full pneumatics system. Preliminary log file investigation: pneumatic valve actuation failure (valve 1). Pump placed in bring up mode and sent to the test line, passed all stations of the test line front housing" final acceptance, provisioned pump to 08 server, sent to heratherm, loaded into heratherm @ 16:00 and (B)(6) 2026, passed heratherm pulled @ 04:00 (B)(6) 2026, 24 hour dwell - complete, lvp burn-in test - pass, control system startup verification - pass, pump log retrieval - pass, flow accuracy test - pass, control system startup verification - pass, electrical safety test - pass, provisioned pump to mayo server, returned to service, work order type, corrective maintenance, order description, display reads pump problem. Question 1 was there any injury/adverse reaction (yes, provide details, no, unknown)? No. Question 2 did the issue stop an active infusion (yes, no, unknown)? No. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.